Manufacturer narrative:
There was intermittent button response due to moisture damage on the keypad trace. There were minor scratches on the lcd window, cracked case near display window corners and cracked reservoir tube lip. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer stated that the up arrow key is not working. Customer's blood glucose reading was 223 mg/dl. Customer is not able to change out the reservoir since the buttons are unresponsive. Troubleshooting for keypad anomaly was performed. Customer advised they place the device on the counter when they shower which they have done since they purchased the device. Customer was advised not to place the device against their body since this may cause them to sweat and that may damage the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.